Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Operational context contributed to the event. Pending device evaluation upon return.

Event description:
Pt presented with extremely tortuous anatomy, right cia was heavily calcified. The physician had to push the delivery system with some force just to get it into the correct position. Although the pusher rod was fully advanced, the physician was unable to deploy the main body of a bifurcated device. Note that it is not certain whether or not guidewire access was lost. The physician was unable to remove the delivery system and converted the pt to open repair. The delivery system was cut in order to remove. Upon inspection, the polyimide appeared to be accordioned. The pt tolerated the procedure and is doing well.